Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2023. During the procedure, the band was dislodged when deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with four bands attached, some of them were moved and overlapped, and the bands were torn. The suture thread was fully unfolded from the ligator housing, and it still had four bands attached. The handle slot did not show insertion marks of the trip wire. The suture thread contained an extra nonproduction knot that could occur due to manipulation. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was determined that the suture thread was fully unfolded from the ligator housing, but it still had four bands attached, indicating that the bands were unable to deploy. It was also found that the suture had an additional knot that does not correspond to a production knot, which could have occurred due to manipulation and has been considered an adverse event related to the procedure. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire and bent ligator housing teeth, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused the reported event. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their place, overlapping them as if twisting them until they became torn. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2023. During the procedure, the band was dislodged when deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on april 11, 2023: it was reported that when attempting to deploy the bands, the bands overlapped within the ligator cap.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block d7a, block e1 (initial reporter first name, initial reporter last name), block h6 (device codes), and block h8 have been updated based on the additional. Information received on april 11, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2023. During the procedure, the band was dislodged when deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on april 11, 2023: it was reported that when attempting to deploy the bands, the bands overlapped within the ligator cap.